Event description:
Customer reported that she experienced low blood glucose and was taken to the hospital emergency room. Customer has been experiencing lows for years. The drive support cap is flush. Blood glucose value at the time of admission was 15 mg/dl. Customer stated that she changed the infusion set and reservoir and she rewound the insulin pump and she felt like she got a shot of something, thought maybe there was air in the reservoir. When she gave herself insulin it burned a little. Her blood glucose went low that night. She also reported that she received a no delivery alarm. Customer was unable to clear alarm as buttons are not responding. She also was unable to rewind the device. Current blood glucose was 404 mg/dl; treated with insulin at the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. Insulin pump was tested with a water fill test reservoir. No bubbles anomalies were noted. Insulin pump received with intermittent buttons due to corroded keypad traces. The drive support was inspected and no anomaly was noted. Insulin pump received with cracked case at display window corners, minor scratches on lcd window and missing end cap sticker.